Event description:
Additional information supplied by the customer: the intended procedure performed was a colonoscopy. The customer was unable to confirm any other information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely an irregular load was applied to the bending section/bending mechanism in the control unit while the user was handling the device, which broke the celling plate, and caused it to fall in the control unit. Olympus will continue to monitor field performance for this device. The reported event occurred due to the use of excessive force from improper handling.

Event description:
The customer reported to olympus on (B)(6) 2023, that during an unknown procedure, the evis lucera colonovideoscope presented with a possible blockage. The subject device had difficulty inserting and withdrawing the stent and catheter. This event was not reportable. There was no injury to the patient or clinical impact, and the procedure was completed successfully. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The new awareness date for the pae that was identified was may 25, 2023. During the evaluation and repair process of the device, the celling plate in the control body was found to be broken. The broken piece was found in the control body barrel that was connected to the insertion tube, which houses the angulation wires and channels. This report is to capture the reportable malfunction of the broken plate in the control body noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the light cover glass adhesive was worn; the optical cover glass was chipped; the optical cover glass adhesive was worn; the distal end adhesive was lifting; the plug body of the probe unit was loose; the up/down/left/right angle play had play and was not up to specification; the electrical safety test failed due to not being up to specification; and the biopsy channel condition and brush passage failed testing due to leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.